Manufacturer narrative:
The stent remains implanted in the pt and is not available for eval. Add'l info has been requested from the surgeon, but no device identifiers have been provided at this time. Hypotony is listed in the device labeling as a known inherent risk of glaucoma stent surgery. MFR ref # (B)(4). Submitted to FDA on 02/28/2014.

Event description:
The surgeon reported performing cataract surgery with implantation of the istent on (B)(6) 2013. For the first 10 weeks postoperatively, the pt's intraocular pressure (iop) was in the low teens. During the past 6 weeks, the pt's iop dropped below 10 mmhg and on (B)(6) 2014, the iop decreased to 3 mmhg. Add'l info has been requested.